Event description:
On january 11, 2023, the reporter (a pharmacy) contacted lifescan (lfs) USA, alleging that the onetouch verio flex meter had out of box ¿depleted¿ or ¿dead¿ batteries resulting in the meter not turning on. At this time there was no indication that the device had malfunctioned or that the reported issue caused or contributed to an adverse event. On may 15, 2023, the returned meter was investigated by the r&d engineering team concluding a malfunction with the cause tracing to component failure. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
See b5 field.